Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-23150, 1627487-2020-23151. It was reported patient experiences vibrating sensation in his drg system approximately in mid-(B)(6) of 2020. Patient has been implanted with 2 systems (1 drg, I scs) stimulation has been turned off for both the system and still patient feels the sensation. Trouble shooting has not been able to resolve the issue. As a result, to address the issue patient may be awaiting surgical intervention of the drg system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the drg system was explanted on (B)(6) 2020.